Event description:
Complainant alleged that while attempting to tr defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed all functional testing, including the impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling. The electrode pads were not returned for evaluation. Review of the device's log history showed that the device's charge was disarmed twice due to the user pressing the energy up/down buttons. On the third attempt, the device charged to 200j and successfully discharged. Per the r-series operator's guide, changing the selected energy while the device is charged causes it to disarm, requiring the charge button to be pressed again. The device functioned as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.